Event description:
Blood glucose measured erratic back to back results via the meter memory. It was reported results stated blood glucose measured 300 mg/dl at 9:45 back to back with a result of 124 mg/dl at 9:47. It was reported no actions were taken and no treatment was received as a result. A request was made for the return of the suspect product and replacement product was sent.